Event description:
During post-dilation of the implanted stent, the pt suffered a neurological deficit of aphasia and hemiparesis on the right side. This was diagnosed as an ischemic stroke. The onset was sudden with partial recovery and minor residual effects. A male was consented to the study in 2008. The date of the index procedure was two weeks later, and pt was asymptomatic. The target lesion location was the proximal left internal carotid artery. The right common femoral artery was cannulated and a pigtail catheter was positioned in the arch of the aorta. An arch aortogram was performed along with multiple selective views of the left common carotid artery. The pigtail was removed and a 7 french angioguard device was passed and positioned in the vessel. The lesion was then pre-dilated with a 4mmx2mm balloon. Following pre-dilation, a 10mm x 4mm precise stent was positioned into the internal carotid artery and was post- dilated with a 6mm x 2mm aviator balloon to 4 atmospheres. After post-dilation was completed there was a significant change in the pt's neurological status. He became aphasic and minimally responsive. It was noted that the pt no longer had flow in the left internal carotid artery, suggesting that the filter was filled with debris. The angioguard capture catheter was then used to retrieve the angioguard device. After removal of the device, an angiogram reveled a widely patent common and internal carotid artery with excellent flow to the cerebral arteries. It should be noted that the pt's blood pressure dropped but was resuscitated with dopamine as a pressor agent. At the end of the procedure, the pt was able to move both extremities but was not verbal. This was diagnosed as an ischemic stroke. The onset was sudden with partial recovery and minor residual effects. The pt was discharged on four days later, with clopidogrel and aspirin.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two cordis products that were involved in the procedure and is related to mfg# 9616099-2008-00370 and 1016427-2008-00038.